Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently admitted to the intensive care unit due to a blood glucose level of 500 mg/dl. Customer was treated with intravenous insulin and saline, and was released from the hospital two days later with no permeant damage. Reportedly, an occlusion alarm had occurred. Tandem technical support (cts) performed a system check and reviewed pump data. Cts determined that the pump functioned as intended.